Event description:
It was reported that during a device changeout, the lead exhibited low impedance and high thresholds. An insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Please retract this report 2017865-2014-11546, this medical device was not manufactured by st. Jude medical.